Manufacturer narrative:
Unit function properly during rewind and basic occlusion, occlusion, prime/compromised force sensor system, the excessive no delivery and displacement test. Insulin pump received with minor scratched display window, cracked display window corner, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window through reservoir tube, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a crack after dropping it. His blood glucose level was running high. Customer's blood glucose level was 587 mg/dl. He also received an error message. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.